Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a review of the pump history revealed the last basal delivery was on (B)(6) 2014; multiple consecutive cs054/cs052/cs012 alarms were recorded with the default time/date settings shown in the black box and alarm history. During investigation, the pump was powered on with auditory and vibration alerts. The display was found to be blank. The pump powers on to a cs054 alarm that would not clear. Further testing was not able to be performed due to the call service alarm. The pump¿s cover was removed, no intermittent condition was found to the pcb/cgm module. Evaluation revealed an eeprom failure had occurred. Unrelated to the complaint of a call service alarm issue, investigation found a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).